Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Please see also MFR report number 2032227-2013-01527.

Event description:
Customer reported that he had unexplained low blood glucose for three weeks and was hospitalized. Customer's blood glucose reading at the time of hospitalization was 17 mg/dl. Nothing further was reported.